Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received pump reset instructions, and was assisted with resetting pump, with plan to call back if malfunction alarm recurred; no additional information was received regarding the outcome of the event.